Event description:
Reporter alleged icons were missing from the display of the advantage system. Customer discovered the alleged display issue when she called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of suspect device and replacement product was sent.